Event description:
It was reported that the pt could not adjust stimulation and that stimulation was turning off. The pt also noticed a return of symptoms yesterday. The batteries to the pt programmer were, reportedly, depleted. The implantable neurostimulator (ins) battery icon was 75% shaded and the pt reported they were getting 8 efficiency boxes shaded when recharging. The ins battery did get low after going 1-2 days w/o charging. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).